Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the lead was not in used due to an unknown issue. The patient's condition was unknown.